Event description:
Additional information received reported the autopsy results of the patient. It was reported the pathologic diagnoses were morphine intoxication, marijuana intoxication, and huntington's disease. It was noted the patient had a past medical history that included illicit drug abuse. It was reported, "on the evening of (B)(6) 2012, he was at a party with a friend. He then returned to the friend's residence during the early morning hours of (B)(6) 2012. The decedent then fell asleep on a couch in the living room. The following morning the friend awoke early and found the decedent unresponsive on the couch. 911 was contacted and emergency medical services responded to the scene. He was pronounced dead at the scene at 1122 hours on (B)(6) 2012." Upon external examination, petechial hemorrhages were noted on the left upper eyelid, right side of the chest, and right thigh. It was reported the patient had scars on their lower back, right side of their abdomen, right lower quadrant of the abdomen that was adjacent to the medical device, and on the medial aspect of the right ankle. It was reported there was no evidence of medical intervention. Abrasions were noted on the patient's right cheek and right knee. A contusion was noted on the right knee. The toxicology results revealed "tetrahydrocannabinol at 1ng/ml. Car boxytetrahydrocannabinol at 21 ng/ml, morphine at 0.09 mg/l" in the heart's blood. It also revealed "morphine 0.21 mg/l, clonazepam 2.9 ng/ml, and 7-aminoclonazepam 47ng/ml" in the femoral blood. The patient's urine was positive for carboxytetrahydrocannabinol and morphine. The brain was positive for morphine at less than 0.10 mg/kg. It was reported, "in my opinion died as a result of morphine intoxication. The manner of death is accident."

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product type catheter. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that the device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (model # 8637-20, s/n # (B)(4)) found no anomaly. Analysis of two catheters (model # 8709, s/n # (B)(4)) (model # 8731, s/n # (B)(4)) found no significant anomaly: acceptable testing, catheter was incomplete / returned in segments. Analysis of a third catheter (model # unknown, s/n # unknown) found no significant anomaly: the sutureless connector showed coring-tears-cuts in the seal, no leak seen in lab and no allegation of a leak.

Event description:
It was reported that the patient was found expired on the morning of the event date. It was noted that the patient had a history of huntington chorea and ethanol (etoh) intake. It was indicated that the device does not appear to be the cause of the event, however it was unknown and it was planned for toxicology/autopsy to be done. It was reported that the pump was explanted.the drug delivered via pump was compounded baclofen.